Event description:
The user was found passed out. The suspect device was used and their glucose result was 128 mg/dl. They were taken to the hospital and treated with an IV. No controls were used. The device was replaced and requested to be returned for evaluation.